Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted damage to the shipping wedge. A fragment of the shipping wedge was returned. Pmv could not perform functional testing since only the shipping wedge was returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the surgeon found fragment in patient's thoracic cavity. It was collected by the use of forceps. The surgery was continued and was completed without problem. The yellow fragment was considered to be a part of the yellow tab of the device. The sales rep checked with the scrub nurse. It was said that the procedure was operated in the following order: after connecting the cartridge with handle, pulled the yellow tab and then checked opening/closing of the jaws. The status of the patient was reported as no problem.